Manufacturer narrative:
Complaint reference: case (B)(4).

Event description:
It was reported that, the visionaire femur block of a vis adpt guide kit jii did not fit the patient's anatomy. Incident occurred during a tka surgery with instruments inside the patient. The procedure was completed with a delay less or equal to 30 min, using the same device with no clinical problems. No operative reports available. No patient injury or other complications were reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The engineering evaluation determined that no root cause could be found for the complaint. All parts of design were within visionaire standards. No complaint history for this part as this is a patient-specific device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.